Event description:
It was reported that the patient presented in clinic after episodes of non-sustained right ventricular oversensing were seen on their implantable cardioverter defibrillator (ICD) through a home monitor. Programming changes were made to address the issue and isometrics were performed to confirm that there was no more noise or oversensing. The patient was in stable condition.